Manufacturer narrative:
An investigation has been opened to review the returned device, device history record, risk documentation, and case imaging. The investigation remains in process.

Event description:
It was reported that the physician deployed a manta 14f and the lock advancement tube (tamper tube) did not advance from the delivery system. The physician was able to pull the tube out manually and then advance it according to proper deployment technique. Closure was described as successful and patient was said to be fine following the procedure.

Manufacturer narrative:
The device was not returned for investigation. Due to no return of the device, a root cause cannot be confirmed. Based upon previous similar incidents, the investigation led to the root cause of the tamper tube not exiting the delivery system being due to a kink in the delivery system caused by vessel conditions. The kink prevents the tamper tube from deploying as intended due to close tolerance levels between the delivery system tubing. A design change was implemented since the release of this lot that reduces the failure from occurring when the device is not deployed per instructions of use. The risk of access site complications leading to bleeding is written in the IFU as a possible adverse event. There was no clinical harm beyond minor blood loss and inconvenience for the user. The risk documentation was reviewed and this is a known risk. The device history record was reviewed and no non-conformities related to this incident were identified.